Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager evaluated the iabp and verified the alleged malfunction. The stm noticed that the safety disk expiration date was set to december 2017 despite the safety disk having been replaced on 16 january 2018. The stm reset the safety disk expiration to 16 january 2022. He then performed full calibration, functional testing and safety checks to factory specification. The iabp passed all testing and was released to the customer for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was displaying a "safety disk expired" message. This event occurred during setup for a demonstration of the iabp. No patient involvement or adverse event was reported.